Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis was unable to confirm the infection allegation made against the lead in the field. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this right atrial (ra) lead was associated with a system infection. Surgical intervention was performed, and the ra was explanted. In the recovery room, the patient experienced pulseless electrical activity and died. According to the hospital staff, the cause of death was believed to have been the result of a rupture of the patient's known aortic aneurysm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was associated with a system infection. Surgical intervention was performed, and the ra was explanted. In the recovery room, the patient experienced pulseless electrical activity and died. According to the hospital staff, the cause of death was believed to have been the result of a rupture of the patient's known aortic aneurysm. The ra is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.